Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 10mg/ml at 0.48mg/day and morphine 50mg/ml at 2.403mg/day via an implantable pump. The healthcare provider was calling to ask what eos (end of service) is. The healthcare providers stated he knew the pump was at the end of its battery life in (B)(6) 2020, but they did not schedule to replace it yet and now the patient is in withdrawal because the pump went into eos. Upon interrogation, it reads that the pump reached eos on (B)(6) 2021 (expected per implant date). The agent reviewed eri (elective replacement indicator) vs. Eos to the physician and the physician had no further questions and stated he does not know the patient¿s weight.